Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) and a manufacturer representative (rep). It was reported that the cause of the ins turned off was not determined, but was resolved.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had a problem all last week prior to the report. Patient reported that the patient programmer was not working to communicate with the ins. The screen was not blank and the patient programmer did come on but it just wouldn't communicate or past the sync screen. Hcp tried to reprogram the ins but the patient programmer wouldn't accept it and then for some reason the ins was turned off. The hcp was able to connect to patient ins using their equipment and get ins tuned back on. Patient didn't want to connect to their device as they were afraid the ins would turn off again. Patient did not wish to further troubleshoot and was unable to confirm poor communication screen. No further complications were reported.